Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. It was reported that on (B)(6) 2017 the patient had tried recharging their ins but could not. The rep had tried to interrogate the ins on (B)(6) 2017 but could not. It was noted that the ins was implanted in the abdomen and appeared to be tilted at best and at worst flipped. The rep believed the ins may have come apart from the sutures. On (B)(6) 2018, it was reported the patient was sent for x-rays and has been scheduled to have a revision performed. The results of the x-ray were not known or provided at the time of the report. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative indicating that the results of the x-ray found the battery flipped. It was clarified that the cause of the inability to interrogate the ins and inability to charge was that the battery had flipped in the pocket. It was reported that the ins was replaced. It was also noted that the patient did not have any relevant medical history related to the issue. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the battery had reduced capacity due to an overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient mentioning that she had "problems" with the first ins so it was removed. Pt did not provide event date details when asked.